Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci si total hysterectomy, left salpingo-oophorectomy and adhesiolysis for symptomatic uterine leiomyomas and abdominal endopelvic adhesions on (B)(6) 2013. Intuitive surgical was provided with all operative reports. Additional information provided includes: progress notes (B)(6) 2013. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. After placement of the v-care cup and creation of a pneumoperitoneum with the veress needle, 4 ports were placed under visual control and the robot docked. A monopolar instrument, the pk and the grasper were used during the procedure. Adhesiolysis of the omentum from the anterior abdominal wall, the anterior fundus and the right tube and ovary was carried out. Utero-ovarian ligaments and round ligaments were cauterized and transected bilaterally. Subsequently, development of the vesicouterine peritoneum and the bladder flap, cauterization and transection of the skeletonized uterine vessels with pk and monopolar. The surgeon then performed circumferential colpotomy and transvaginal removal of the specimen. The cuff was closed with 5 interrupted vicryl 0 sutures. A small left-sided vaginal tear was repaired transvaginally with 2-0 vicryl in a running non-locking fashion. The patient was discharged home on (B)(6) 2013. The exact readmission is unclear. On (B)(6) 2013 a vaginal cuff abscess was incised and drained transvaginally through a vaginal cuff incision. On (B)(6) 2013 a right ureteral stent was placed and a cystoscopy and a right retrograde ureteropyelogram was performed. Also a vaginal pelvic abscess was incised and drained the same day and a penrose drain placed into the abscess cavity. The patient was discharged home on (B)(6) 2013. According to the attorneys claim form the stent was removed in (B)(6) 2013 and the patient complains about persistent pelvic pain and dyspareunia.

Manufacturer narrative:
Based on the information provided, intuitive surgical inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. The operative report does not contain any allegation that a malfunction of a da vinci system, instrument, or accessory occurred. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient's medical records indicate that the patient sustained post-operative complications after undergoing a da vinci si surgical procedure.